Event description:
Reportedly, during use on a pt, the ventilator display froze with the error message: the hospital staff turned off the ventilator and turned back on again, and then the problem was fixed. The reported problem was not reproduced. Alarm condition was unk at the time of the incident. Please note that there was no pt injury or medical intervention occurred in this case. Investigation of this issue has found that when this error message occurs the pt continues to be ventilated, however, if a subsequent alarm event were to occur, there would be a visual alarm but no audible alarm would sound to alert the caregiver or hospital staff. This specific error message has only been noted in the foreign language version of the ventilator software.

Manufacturer narrative:
Device evaluation has begun, but not completed.